Manufacturer narrative:
Manufacturer location and lot number are unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
(B)(4): part would be decontaminated prior to returning to chu and any evidence or infection to analyse would be removed and therefore impossible to evaluate.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
It was reported that two plates and 10 associated screws were removed on (B)(6) 2014 due to infection. The patient was originally implanted by another surgeon on (B)(6) 2013. During the explant surgery, the surgeon noted that the fracture(s) had healed, but infection was present. The original diagnosis is unknown at this time. The patient was noted to have been non-compliant with respect to follow-up post-surgical visits. The explant surgery was successfully completed and the patient was treated post operatively with antibiotics. This is report 5 of 12 for file (B)(4).

Manufacturer narrative:
(B)(4): conclusion not yet available-evaluation in progress.